Event description:
It was reported that there was a device migration. The device migrated in the pocket and was sitting parallel to the floor. There was pain at the device pocket. As a result a revision was required to reposition the generator. Manual manipulation was also performed. It was later reported that a manufacturing representative (rep) was going to meet with the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer, via a manufacturer representative (rep), reported that stimulation had not been in the correct location since a fall a few months prior. The pocket revision done previously was due to the same fall, but the patient had not complained of a loss in pain relief at that time. Re-programming's were unsuccessful to regain coverage. To resolve the issue, there was a lead revision on (B)(6) 2015. It was unknown if the issue was resolved. Testing on the table yielded good results, but the patient's battery was discharged so post-op programming was not done. The patient was going to go home, charge, and try the programs that had been previously uploaded into the device. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was doing "great."

Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled to meet with the manufacturer representative on 28-aug-2015. Additional information received from the manufacturer representative reported that the patient was able to charge normally. The consumer reported that the device had charged the day before surgery; it was unknown how long the implantable neurostimulator (ins) was discharged. The patient was receiving effective stimulation with the desired coverage. If additional information is received, a follow up report will be sent.